Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the tidal volume was low on all settings. The device needed calibration. The oscillator block assay was replaced and the frequency control needle was calibrated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical ventilator had low tidal volume. No adverse patient effects were reported.